Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Based on the analysis, the alleged malfunction issue could not be verified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the screen was cracked because the customer fell with the pump. Additionally, it was reported that although the pump was able to beep and vibrate, the pump was noted to otherwise be unresponsive. The customer stated the pump display was blank and the led light was flashing red. Reportedly, the customer's blood glucose level was in the 200-300 (mg/dl) range and was addressed with manual injections. The customer confirmed that an alternate method of insulin delivery was available.